Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The drug eventually dried up and drug crystals were found near the fill port. This issue occurred before patient use. The device was filled with 3950mg fluorouracil in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. Correction: previous g3 (update date to 05/12/2025 when baxter was notified). H4: the lot was manufactured september 27-29, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed a speck of white crystallized drug located near the fill port cap area. The reported condition was verified. The cause of the condition could not be determined; however, may be use-related if after filling medication fluid, the user did not clean the area near the fill port. Therefore, drops of liquid medication may dry up and turn into white crystal. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.